Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead insulation damage and a suspected conductor fracture. A new lead was successfully implanted. No additional adverse patient effects were reported. The product is not expected to return.